Event description:
It was reported that the programmer was unable to boot up due to a reoccurring error message. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the programmer powers up with a post error and will not boot; poor connection found from the mpu (microprocessor unit) pcb (printed circuit board ) assembly to the lem (link electronic module) pcb assembly. Analysis also found white material (dot) stuck in between the overlay and the screen.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.